Event description:
It was reported that cartridge alarm 20 occurred. Customer's blood glucose level was 15 mmol/l. Customer gave correction dose through pump, did not require outside medical assistance, and planned to use multiple daily injections as backup therapy while pump was being replaced; customer was instructed to place pump in storage mode, transfer settings and reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label, which customer understood and acknowledged.